Manufacturer narrative:
The e801 module serial number was (B)(6). The customer used a clotting time of 25 minutes. Based on the type of sample tubes used, the minimum clotting time is 30 minutes. The customer used a centrifugation speed of 2100 g for 11 minutes. Based on the type of sample tubes used the centrifugation speed should be 1300-2000 for 10 minutes or 3000 g for 5 minutes. No issues were identified during a review of the alarm trace data. The precision check data was acceptable. The measuring cell was replaced on (B)(6) 2023. Instrument performance testing was acceptable. Upon review of the sample foam detection images for the affected patient samples, no issues were identified. Based on the information provided, a general reagent issue can be excluded. Calibration and qc data do not suggest a general instrument or reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Calibration signals were lower than the expected values. Qc was within the acceptable range. The investigation is ongoing.

Event description:
We received an allegation of discrepant high results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 801 module. On (B)(6) 2023 patient 1 initial result was 40.5 ng/l. Four hours later a new sample was obtained and the result was 7.59 ng/l. The original sample was repeated with a result of 7.46 ng/l. On (B)(6) 2023 patient 2 initial result was 7.62 ng/l. The sample was repeated twice with results of 17.5 ng/l and 7.38 ng/l. The sample was repeated on a different instrument and the result was 9.07 ng/l.